Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had four sensors that were missing electrodes. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.